Event description:
Gyrys acmi was notified that during a procedure the surgeon starts with a button on a bipolar turp and then switches to the super-sect. On this procedure the super-sect sparked and damaged the eiwe. There was no pt injury or damage during this procedure as the sparking was done away from the pt. The switch over between the hand-pieces is done for all turps from this surgeon.

Manufacturer narrative:
The device has been discarded by the facility. As a result, a determination cannot be made at this time. If further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.